Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a guidewire crossed the lesion, a 3.00x32 synergy¿ drug-eluting stent was loaded on the wire. However, it was noted that one of the stent strut was opened and then decided not to use the device. The procedure was completed with a 3.5x32 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged in the centre with struts lifted distally from the stent profile. The crimped stent outer diameter (od) on the undamaged side was measured and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a guidewire crossed the lesion, a 3.00x32 synergy¿ drug-eluting stent was loaded on the wire. However, it was noted that one of the stent strut was opened and then decided not to use the device. The procedure was completed with a 3.5x32 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.